Manufacturer narrative:
Suspect device received on january 27, 2022. Device evaluation completed on january 30 , 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold extended from the posterior to the anterior view. In addition, tear a was identified within the crease/fold on the posterior view measuring approximately 0.4 cm. Additionally, two tears more were noted, tear c located in the posterior view and tear b in the anterior, measuring approximately, 1.5cm and 1.0 cm. Microscopic examination was performed in the tears b and c and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at both tears, and the thickness was within manufacturing specifications. . The evaluation determined that the cause of tear a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Although no conclusion could be reached on the cause of the tears b and c, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Device was explanted on (B)(6) 2021.

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with two 425cc mentor smooth round moderate profile saline breast implants has experienced bilateral deflation. As a result, patient underwent removal on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).